Event description:
It was reported that there was a blurry image during procedure.

Manufacturer narrative:
Alleged failure: sticky cord/image ranged from obstructive to blurry. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: no problem found. Provable root causes could be the coupler, the scope, or external condensation caused by the ambient temperature and humidity, and any external moisture introduced into the area. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a blurry image during procedure.